Event description:
The customer reported flowcell clogs for reticulocytes (retics) as well as a 6 ml of leak from a coulter lh 780 hematology analyzer. The customer stated that the leak was not contained within the instrument. The customer was wearing personal protective equipment consisting of a lab coat, gloves and eyewear and no injury or exposure was reported. No patient results were affected and there was no change to patient treatment in connection with this event. Beckman coulter field service engineer (fse) was dispatched but the customer had resolved the issue prior to fse's arrival on site. The customer notified the fse that they found the retic mix chamber drain line detached and had reattached the tubing. The customer refitted a pressure leak from tubing on the retic mix chamber and verified that the instrument was working. The fse verified the instrument and results met published specifications. Cause of the leak was determined to be that the drain line was detached from the retic mix chamber.

Manufacturer narrative:
(B)(4).